Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. The photo samples were reviewed however could not be evaluated for the reported failure. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4779. Visual inspection noted that the balloon was asymmetrical and was partially inflated prior to the start of the evaluation and attempted to deflate balloon passively using the returned syringe and only 1 ml could be withdrawn, and it was deflated by aspiration. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks noted. However, asymmetrical balloon was observed with 100:0. Using the returned syringe, attempted to deflate balloon passively and only 4 ml could be withdrawn. Once again using the in house luer lock syringe, it deflated balloon passively and successfully in 3 minutes and 32 seconds. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest in the operating room, the foley catheter balloon water could not be drained. Per notification from investigator on 16feb2026, it was reported that asymmetrical balloon was found with 100:0 during sample evaluation on 10dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest in the operating room, the foley catheter balloon water could not be drained.